Event description:
Information was received based on review of a journal article titled, "long-term results of ulnar collateral ligament reconstruction in throwing athletes based on a hybrid technique¿ which followed thirty-four (34) patients who were baseball players. The article concluded that the hybrid fixation technique resulted in a low complication rate and allowed full recovery to pre-injury levels of performance in a majority of the patients. This study was conducted over a period of eight years (1997 to 2002) and reports the results obtained from this hybrid technique in a total of thirty-four (34) throwing athletes (29 were pitchers). Patients had an ulnar collateral ligament reconstruction procedure. Two anchors used per case in a hybrid ulnar osseous tunnel and suture anchor fixation on the humerus. The journal article reports, after a minimum follow-up time of 4.2 years, 85% of patients had the ability to return to competition at or above the pre-injury level of participation. Five patients (14%) did not return to their pre-injury level of play and one patient presented with temporary ulnar nerve paresthesia.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown . Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by keith s. Hechtman, md, john e. Zvijac, md, matt e. Wells, md, and angie botto-van bemden phd; am j sports med 2011 39: 342 originally published online december 15, 2010, doi: 10.1177/0363546510385401. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Additional information received indicates that biomet product was not being referenced in the journal article. Therefore, please disregard the report associated with this MFR number as the events referenced did not involve biomet manufactured product.